Manufacturer narrative:
While it is unknown if the chemfil used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was returned and evaluated and found to be within specifications.

Event description:
In this event, it was reported that a patient experienced inflammation and redness of the gingiva with pain approximately one day after placement of restorations using chemfil rock. The gingiva was excised as a result and the restorations were replaced.